Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -14.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved.

Manufacturer narrative:
Returned product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found the optic and haptic torn and debris and residue on lens. Corrected information: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -14.5 diopter into the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. At a later date a replacement lens of shorter length and similar power was used to resolve the issue. (B)(4).